Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. What layer of the closure was the powder deposited? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. Was necrosis observed? 12. What were current symptoms following the index surgical procedure? What was the onset date? 13. Has any surgical or medical intervention been performed? 14. Did the patient undergo a patch test? 15. Have any type of tests been performed to test for metal allergies? 16. Why does the physician believe that the swell was caused by the surgicel powder? 17. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative swelling? 18. What is the patient¿s current status? 19. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and absorbable hemostat was used. During surgery, 1000ml wash using pulse washing after use and the joint capsule was sutured while black blood clots remained. The product was used on posterior joint capsule. The front of the knee (the side with covering material) was red and eczematous about a week after surgery. There was no itching or pain, and blood test results were normal. There was no redness immediately after the bandage was removed a few days after surgery. The patient received a follow-up examination after discharge. It improved with steroids, but some areas have turned black and haven't completely disappeared. Doctor's opinion: it may be an allergy or inflammatory reaction to absorbable hemostat (during hydrolysis). The possibility of a drug rash is low; this has never happened before. There are cases of redness, but it's only around the suture site. The doctor suspected a metal allergy, but the symptoms were different and consulted with doctors at nearby facilities, and they said they had experienced redness before, so they are convinced that the cause is definitely absorbable hemostat. Additional information was requested